Event description:
The customer reported that a paced patients heart rate dropped low and the central station failed to alarm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that a paced patients heart rate dropped low and the central station failed to alarm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.